Event description:
A 3.0mm diameter x 16mm length medtronic ave gfx2 stent was inserted into a total occlusion of the left anterior descending coronary artery after predilation with a ptca balloon and placement of another MFR's stent. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system and "was followed under fluoroscopy into the femoral artery but was not successfully removed from the femoral artery due to inability to draw it into the sheath." It is not known if the physician followed the instructions for removal of an undeployed stent. The stent remained in the arterial system in the right leg. Seven days later, the pt went to surgery for thrombolectomy of the right common femoral and superficial femoral arteries, removal of the retained coronary stent, and hemashield patch angioplasty. There was no add'l clinical sequelae reported relative to the event.